Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated mdrs # 1225714-2013-03600, 1225714-2013-03601.

Manufacturer narrative:
This is one of two device reports for this event and there are a total of two events for this patient. The associated MFR report numbers for this event are 1225714-2013-03600 and 1225714-2013-03601. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received indicated that the patient expired on the day of event onset. The event was alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on unknown date after the use of the product.